Event description:
Product analysis for the lead was completed and approved. Abraded openings were noted on the outer and the inner silicone tubing. Scanning electron microscopy images of the negative coil break show appearance suggesting that a stress-induced fracture has occurred. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the end of the returned lead portions. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
It was reported that in the or during a battery replacement surgery the new generator was showing low impedance. The generator was completely dead prior to surgery so the low impedance was not able to be seen since the generator would not interrogate. She stated they already tried reinserting the pin but this did not resolve the issue. She used test resistor and this showed the new generator was working fine. A full revision was performed. It was noted that when the doctor took out the lead, he found a visible fracture. The explanted lead has been received for analysis but has not been completed to date. No additional relevant information has been received to date.